Event description:
It was reported that a small volume intermate had particulate matter inside the bladder. The unit was filled with fluorouracil. There was no patient involvement. No additional information is available.

Manufacturer narrative:
(B)(4). A CAPA has been initiated to investigate the issue of particulate matter. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was received for evaluation. Visual inspection noted a solid white particle approximately 1.8 mm in size, floating in the fluid of the bladder. The particle was in the fluid path. The particle was identified to be acrylic material via fourier transform infrared spectroscopy (ftir). The cause of the condition was not determined. A batch review was conducted which identified that equipment was used in the manufacture of this lot prior to approval of the validation of the equipment. Should additional relevant information become available, a supplemental report will be submitted.